Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 10f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal remains unknown.

Event description:
During an atrial fibrillation procedure, blood leakage was observed from the valve immediately after insertion into the body. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.